Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported fracture of the alveolus wall during implant placement . The doctor also reported bone loss. Procedure was not completed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative. One implant was returned for investigation.visual evaluation of the as returned product identified signs of wear/use but no apparent signs of malfunction. The implant could not be functionally tested for the reported event (bone fracture/bone loss). Therefore, the reported event could not be recreated. Measurements were taken using cal1831 (due date: sep 2, 2022). Through dimensional analysis and comparison to drawings, the device was determined to be within design specification. Pre-existing condition noted on the per was 'high bone density ¿ type I'. The implant was being placed on tooth 42 (fdi) when the incident occurred. Picture/x-ray evaluation: none provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, under the section 'precautions', it is stated that improper technique can lead to implant failure and loss of supporting bone. DHR review: DHR review for the lot (2021050240) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2021050240) for similar events (complaint category keywords: medical: bone fracture & bone loss) and no other complaint was identified. Post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information, device malfunction did not occur. Additionally, the reported events could not be verified with the information provided.